Event description:
Per the clinic, the patient experienced severe depression, no speech understanding and no benefit from the device. Subsequently, the device was electively explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.